Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, associated with update to h3, h6 coding. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the information provided, based on the damage pattern, it is assumed that the damage was thermally and mechanically induced. The damaged seal is most likely due to wear and tear. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, that the resection sheath exhibited the ceramic tip was cracked and damaged. There were no reports of patient involvement.